Manufacturer narrative:
Age at time of event: above the age of 70. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02152. It was reported that there was a kink in the access system and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa which was noted to be broccoli shaped. Two 33mm watchman ® laa closure device & delivery systems (wds) were attempted to be positioned in the laa. Both devices were ultimately recaptured and removed with no reported issue. A 30mm wds was then advanced and deployed. This device also required recapture; however, the was had buckled and kinked resulting in recapture difficulty. During recapture attempts, the deployment knob of the wds detached from the core wire. The was and the wds catheter were removed, leaving the core wire and closure device in the patient. A second was then advanced to successfully recapture the closure device. The procedure was aborted. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system (was) and the two related devices, a watchman delivery system (wds) and a second was. The sheath and tip of the related wds was stuck in the was. There was 27 mm of the wds sticking out of the hub of the complaint device. The hub/valve, sheath and tip were microscopically and tactile inspected. Inspection revealed numerous kinks (bunching) in the sheath for 7 cm, and there was tip damage (tip completely inverted into the sheath). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. Bsc ID (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02152. It was reported that there was a kink in the access system and recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa which was noted to be broccoli shaped. Two 33mm watchman ® laa closure device & delivery systems (wds) were attempted to be positioned in the laa. Both devices were ultimately recaptured and removed with no reported issue. A 30mm wds was then advanced and deployed. This device also required recapture; however, the was had buckled and kinked resulting in recapture difficulty. During recapture attempts, the deployment knob of the wds detached from the core wire. The was and the wds catheter were removed, leaving the core wire and closure device in the patient. A second (was) was then advanced to successfully recapture the closure device. The procedure was aborted. There were no patient complications reported.